Event description:
Hospitalized for 4 days (B)(6) 2011 - (B)(6) 2014 with serious adverse reaction post euflexxa injection. One shot was given on (B)(6) 2014. The patient is still unable to walk correctly as of (B)(6) 2014. Dose or amount: 1 shot, frequency: weekly, route: intraarticularly.